Event description:
It was reported that the asymptomatic patient presented via remote transmission showing non sustained lead noise due to post-paced t-wave oversensing. Recommended programming changes were made with no patient issues. Device remains implanted.

Event description:
New information received indicates that another occurrence of non-sustained lead noise due to post-paced t-wave oversensing was observed through remote transmission. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.